Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the infusion set had been worn on the patient¿s back and that pain was experienced at the insertion site after approximately one day of use, along with slightly elevated glucose levels. Upon removal of the cleo infusion set, the cannula was found to be completely bent. The issue was resolved by replacing the infusion set, while the existing tubing remained primed. The patient reported glucose levels reaching the mid-300 mg/dl range, accompanied by thirst and nausea. Ketones were not assessed, and no medical intervention was required. Following replacement of the infusion set, the patient¿s glucose levels improved to approximately 150 mg/dl. The event occurred while the device was in use by the patient. No patient injury was reported.